Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Correction to g2.: (inadvertently selected company representative). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the possibility of a problem with a pc manufactured by another company was raised. But, no detailed information was provided. And no estimated cause could be found. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center had no signal input from serial digital interface port a, a blue screen appears. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.